Event description:
It has been reported to philips that the allura xper fd10/10 system was not starting properly. The system was in clinical use and no harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that host pc was failing. The host pc has been replaced and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was defective. Review of log files showed malfunctioning of ip pc and flex pc. To resolve the issue the fse installed a new allura haswell biplane host pc. After installation, the system was loaded with software, configured, tested and was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code and evaluation method codes were corrected.